Event description:
It was reported that during tka procedure, femur cut and using exposure control, while connections were secure and exposure guard securely locked in place on hand piece, it was noticed the surgeon was very slightly over cutting. Upon visual inspection of the burs position, it appeared to be very slightly extending past the end of the exposure guard. Surgeon was attempting to bur all the femur. But instead used the cutting block for bone removal. Delay of less than 30 minutes was reported and no patient injuries reported.

Manufacturer narrative:
H10: a1, d10, h3: updated information. H11: b1, b2, g5, h6: corrected information.

Manufacturer narrative:
The reported navio handpiece, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A device history record review was not performed since there was no part/serial/lot number provided and it could not be concluded if the device met the manufacturing specifications. A complaint history review found 5 similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual (500196 rev. C) was reviewed and it provides instructions on removing bone without overcutting. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. Per complaint details, the surgeon abandoned the burr-all technique on the femur/used distal cutting block to successfully perform the femoral cuts then and completed the procedure within a minor (< 30 minutes) surgical extension. It was communicated that ¿it was unclear if the issue was functionality vs technique so the device remains in use. The surgeon was satisfied with the outcome and no patient impact/injury resulted per response. Therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event would be if the bur size selected in the system was different from the size of the bur being used with the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation